Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd. They were able to bring the cns back up by pulling the secondary hard drive and putting it into the main hdd slot. They will be provided with a replacement hdd to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve the issue by putting the secondary hard drive into the main hdd slot. The customer also ordered new hard drives. The device has been in service since (B)(6)2015. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd. They were able to bring the cns back up by pulling the secondary hard drive and putting it into the main hdd slot. They will be provided with a replacement hdd to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd. No patient harm was reported.